Event description:
A patient reported experiencing pain and imaging indicated two pyrenees self-tapping screws had backed out. The patient was revised and, during the revision surgery, the surgeon additionally noted that the pyrenees plate was fractured. This report captures the fractured plate.

Manufacturer narrative:
H6: coding has been updated to reflect completion of the investigation.

Event description:
A patient reported experiencing pain and imaging indicated two pyrenees self-tapping screws had backed out. The patient was revised and, during the revision surgery, the surgeon additionally noted that the pyrenees plate was fractured. This report captures the fractured plate.

Manufacturer narrative:
Hospital discarded device.